Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During evaluation of the device, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device failed pretest for noise, check triggers for forward and reverse mode, air leak, reverse locking mechanism and general condition. It was noted in the service order that the device would not reverse and the reverse locking mechanism was blocked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.